Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. FDA no longer accepting asr reporting for this product at this time

Event description:
The customer reported that their "central monitor mouse and keypad not working, screen is frozen". Information was requested in order to determine what version of central monitor was in use and whether or not the issue was related to static display of waves/numeric however detailed information was limited. If the product is a classic information center and the ¿system¿ gives the appearance that it is working, however, the waves and parameter values are not updating the clinician may not know if the information displayed is up to date or stagnant data since it is not obvious that there is a malfunction.also, there may not be visual or audible alarms at the central when this failure occurs. No patient harm was reported.